Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 590 mg/dl. The customer treated with injections. The customer had a taco salad at lunch while his blood glucose was at 300 mg/dl. The customer stated that after the initial lunch, his blood glucose went up to 590 mg/dl. The customer treated with 6 units of insulin. The customer resumed on pump therapy the following day. The customer was advised to call back if issues recur.